Manufacturer narrative:
Due to character restriction, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) blue housing where the fiber optic cable connects was broken and chipped off so it does not fit.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: h6(health effect ¿ impact codes).

Manufacturer narrative:
Updated fields: b4, b5, d9, e1(initial reporter, event site email), e2, e3, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The fse replaced damaged fiber optic connector due to user improperly inserting catheter connector into port. Returned unit to customer.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) blue housing where the fiber optic cable connects was broken and chipped off so it does not fit. No harm/injury has been reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h2, h11. Corrected data: h6 (component codes).